Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen device failed. It was reported there was no patient involvement at the time the issue was discovered. The customer also stated that the error, "oxygen not available", had occurred and was confirmed in the event log. The customer requested bench repair.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the oxygen device failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the oxygen device failed. The customer also stated that the error, "oxygen not available", had occurred and was confirmed in the event log. The customer requested bench repair. At bench repair, the bench service engineer (bse) confirmed the reported issue. The bse determined the issue was caused by a loose j2 connector on data acquisition (da) printed circuit board assembly (pcba). Device evaluation and repair are pending.

Manufacturer narrative:
Bench repair was cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips authorized service provider (asp) replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.